Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i2000sr analyzer, ln 03m74-02 (manufacturing site irving, texas) to architect havab igg, ln 06c29-22. MDR number 3002809144-2019-00006 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event is also being reported in mfg reports 3002809144-2019-00006 and 3002809144-2019-00007 for a second and third suspect device (list 06c29-22, lots 92421li00 and 94521li00, respectively).

Event description:
The customer reported multiple false (B)(6) architect (B)(6) initial results of (B)(6). Repeat results were (B)(6). Through troubleshooting many 3350 (aspiration errors) for sample pipettor were found. Gel was also found in the sample probe. However, after troubleshooting results that had become (B)(6), again became (B)(6). The following sid with results were provided: (B)(6). No impact to patient management was reported.